Manufacturer narrative:
Block b3: exact date unknown, event occurred months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. Patient is doing well postoperatively and had great coverage of all pain areas. The explanted device was kept by the medical facility. Additional information stated that ipg was not holding a charge.

Manufacturer narrative:
Block b3: exact date unknown, event occurred months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. Patient is doing well postoperatively and had great coverage of all pain areas. The explanted device was kept by the medical facility.